Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Coil was implanted in patient.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). The physician deployed the smart coil into the aneurysm and actuated the detachment handle to detach the coil. Upon retrieval of the pusher from the patient the physician noticed that the coil failed to detach. The physician repositioned the pusher, actuated the handle and successfully detached the coil into the aneurysm. There was no report of an adverse effect on the patient.